Manufacturer narrative:
The commander delivery system was not returned to edwards for evaluation. Procedural cine was provided and reviewed. The following was observed: the balloon burst at full inflation, withdrawal difficulties were observed as the balloon appeared to catch at the distal tip of the esheath, and the delivery system was captured by the gooseneck via access on the patient¿s other side. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed by the provided procedural imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of DHR, lot history, and manufacturing mitigations revealed no indication that a manufacturing nonconformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. A detailed root cause analysis for similar returned complaints has been summarized and documented by edwards in technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event; and it details why balloons are subject to increased risk of burst in a calcified annulus. In this case, the patient had moderate calcification of the annulus and the balloon burst at full inflation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). A balloon burst may have created difficulty withdrawing the delivery system into the sheath. The altered balloon profile would have likely become caught on the tip of the sheath and contributed to resistance during withdrawal. In this case, available information suggests that patient (calcification) and procedural factors (withdrawal of burst balloon) may have contributed to the reported event. Control histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  Neither corrective/preventative action, nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by out italian affiliate, after valve deployment of a 29mm sapien 3 valve, in the aortic position by transfemoral approach. The commander delivery system balloon burst. The balloon was inflated with nominal volume. The valve was implanted correctly, and there was no paravalvular leak. The balloon ruptured crosswise, and during removal of the balloon for the esheath, difficulty was encountered. A left contralateral arterial access with a 22 fr introducer was performed. The entire system was removed inside the introducer. The balloon catheter of the delivery system was cut at the proximal part (near the delivery system). The broken balloon was removed from the nosecone out of 22 fr introducer (left access). The remaining delivery system was removed through the esheath (right access), and no pieces missing were noted. Both arterial accesses were closed by proglide systems. There was no vascular complications, or injury to the patient. The patient was stable, and was discharged. The device will not be returned for evaluation.